Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin drips were observed to be dripping out of the infusion set tubing or cartridge tubing with two sets of pump supplies. Reportedly, the customer had been performing the incorrect air removal process. A new set of supplies were loaded resolving the issue. Customer's blood glucose level was 142 mg/dl.